Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 502 mg/dl. Customer states treated with a bolus and mentioned that there were some air bubbles in the tubing. Troubleshooting was performed and the drive support cap, high pressure test, and all settings appeared to be normal. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.